Manufacturer narrative:
This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per patient's mother, patient's scalp was reportedly burned by exposed wires on the cable coil from the sound processor. Replacement parts have sent to patient.